Event description:
Per importer's MDR: MDR decision date: (B)(6) 2013. On (B)(6) 2013 - seh. No serious injury alleged. Malfunction alleged. Consumer alleges that the brakes keep going out on her rollator. MDR filed.